Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure: after drilling with drill 1.1, the surgeon was placing the cortical screw, which only inserted halfway and then broke; this happened with the second screw, leaving the 2 shafts of the screws in the patient because it was impossible to remove, the only recovered part is the head of the both screws. Then the surgeon decided to use the tap (for cortex screws) before placing the screw, when this is also broken after entering the hole left by the drill; the drill bit also broke while the doctor was drilling. This complaint is on a drill bit. This is 3 of 4 reports for (B)(4).